Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events that may occur and / or require intervention include but are not limited to improper component placement and occlusion of device or native vessel. The imaging evaluation stated there appears to be minimal contrast opacification within the right kidney on the arterial and delayed series. The native origin of the right renal artery was not identified. There appears to be circumferential thrombus visible within the both limbs of the implanted devices. On the right, the thrombus appears just distal to the area of overlap between the trunk-ipsilateral leg component and the contra-lateral leg component. On the left, the thrombus appears to begin just distal to the ontra-lateral ring of the trunk-ipsilateral leg component and continues through the area of overlap between the contralateral leg bridging component and the ibe® component. On the left, there appears to be a minimal amount of thrombus within the internal iliac component of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications: cocodomol, naproxen, lansoprazole and paroxetine. (B)(4). According to the gore excluder aaa endoprosthesis featuring c3 delivery system instructions for use, adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6), 2015 a patient underwent treatment of a left iliac artery aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system and gore excluder iliac branch endoprostheses. Following the procedure, on the same day, the patient had back pain. A CT scan was performed which revealed that the trunk ipsilateral leg component was covering the ostium of the right renal artery. Thrombus formation was seen on the inside of the contralateral leg component, placed in the right common iliac artery, and in the internal iliac branch component, placed in the right internal iliac artery. No reintervention is planned. The patient's renal function levels returned to normal and the patient is doing well.